Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was off because they had a surgery which required them to do so. The hcp thought that the surgery was related to the patient's device/therapy but didn't have any further information. No further complications reported.